Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+4.5/095 (sphere/cylinder/axis), into the patients right eye (od), on (B)(6) 2022. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned several times and the problem was resolved each time but the lens was eventually removed. The lens was replaced with a longer lens and the problem was resolved. No shaft misalignment after lens replacement. The cause of the event was the device.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
Additional information: d9: return date: 23-may-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge with residue/debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).